Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited undefined high impedance. It was noted that the patient experienced "bad condition". The pacing lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.